Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high out of range shock impedance measurements were noted when it comes to this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d). It was noted that the value was out of range in the right atrial (ra) coil to device configuration. A possible question regarding switching the configuration to right ventricular (rv) coil to device was discussed but this would require defibrillation threshold (dft) testing. Ts discussed doing a commanded shock as well. No adverse patient effects were reported. Additional information noted that the device was programmed to rv coil to device thus the ra coil was programmed out of the shock vector. No further testing was performed.